Manufacturer narrative:
Evaluation of the returned device indicated that the device wouldn't wouldn't fully mate with each other. There was visible galling on the receiving bore of the tracker that aligns with the damage on the drill bit. When a known good instrument was inserted into the tracker, there was now a slight resistance when inserting into the tracker. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the drill bit does not fit easily into the blue tracker. It was noted marring could be seen on the shaft of the bit. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. Additional information received from a manufacturer representative reported the drill bit and tracker were locked up. The manufacturer representative was not able to determine how locked up the devices were since they were still in the sterile field. Additional information received from a manufacturer representative reported that the surgeon was using the blue tracker with the a drill and the bit started binding up on the tracker which caused the tracker to not spin freely. The instruments were removed from the patient and a mallet was used to separate the bit from the tracker.